Manufacturer narrative:
If implanted, give date :unk. Claim# (B)(4).

Event description:
The surgeon indicated that an implantable collamer lens was implanted into the patients right eye (od). Observation of lens rotation was reported. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.